Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event and patient information. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3203819.

Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason. A lead was reported to have been left implanted. It is unknown which lead was left implanted.